Manufacturer narrative:
(B)(4). Concomitant products: part:11-173662 name: m2a 38mm mod hd std nk lot: 942730. The investigation is still in progress. Once the investigaiton is complete a follow up MDR will be submitted. Multiple MDR reports were file for this event, please see associated reports: 0001825034-2016-03957.

Event description:
It was reported that a patient was revised approximately 5 years post-implantation due to pain, discomfort, and lack of mobility. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned; visual and dimensional evaluations could not be performed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately 5 years post-implantation due to pain, discomfort, lack of mobility, tissue and bone destruction, metal wear, and metal poisoning. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the intial medwatch.